Event description:
It is reported that the inserter/extractor created a divot on the bone surface.

Manufacturer narrative:
Eval summary: no products were returned for eval. Additionally, product identification was not provided for trial components. Therefore, with the info provided, a probable cause cannot be assigned to this complaint. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.